Manufacturer narrative:
Report type and report sub-type have been updated to reflect the patient expired. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas instruction for use lists bleeding and death as adverse events that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information section h6: corrected information.

Event description:
It was reported that the chest x-ray findings were consistent with pneumonia. No additional information provided.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient underwent blood transfusions during their admission.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced widespread ecchymosis and superficial skin bleeding/blistering on his arms and at his driveline exit site. The bleeding is steady and slow, continues to soak through the dressings. This is in the setting of supratherapeutic international normalized ratio (inr) of 3.7. Patient underwent chest xray and it was found that the patient had mild pulmonary vascular congestion and question of superimposed right-sided infiltrate. He also developed a cough 1-2 weeks prior and was started on doxycycline by his primary care physician on (B)(6) 2019. Patient was seen by palliative care and is was transitioned to comfort care with request to terminal stop lvad. Patient expired on (B)(6) 2019. Cause of death was determined to be due to the bleeding from the lvad driveline site and skin secondary to supratherapeutic inr. No further information provided.